Event description:
It was reported the camera head had an e222 communication error and the scope was contaminated during set up. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. ¿updated fields: b5, d8, g3, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: disconnection in cable unit. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: e222 (scope communication error) occurs because the video function does not work properly due to the disconnection in the cable unit. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.